Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02714. It was reported the patient's scs system "stopped working". A sjm representative met with the patient and reprogrammed the patient's scs system and was able to restored stimulation for the patient. However, the representative observed multiple invalid lead contacts, and the patient called later and stated he had lost stimulation again. Follow-up identified x-rays taken did not show any anomalies. A second system diagnostics revealed all of the patient's scs lead(s) contacts are invalid. Surgical intervention is planned for a later date to address the issue.